Event description:
Started wearing the retainers (B)(6) 2014 became very ill (B)(6) 2014. Made in doctors office would not give me any information who made the retainers. Frequency: daily bedtime, eat with it in mouth. How was it taken or used: mouth - teeth. Why was the person using the product: keep teeth in place. When I begin wearing the retainers I became very ill. I went to three doctors and urgent care. Each doctor and nurse gave me medication. When I went to the third doctor the medication helped a little. I am going to a fourth doctor. I believe the retainers need to be tested, I believe there might be chemical toxicity on the retainers, or toxicity poison. I need to know if there are chemicals or toxic. Poisons on these retainers, if there is the doctors will know what type of medication to prescribe so my body can heal. I stopped wearing the retainers.